Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range shock lead impedances (sli) measuring 133 ohms. The patient will be brought into the clinic for further evaluation and potentially increase the out of range value to 150 ohms. Technical services stated if another out of range shock impedances is received to consider performing a max energy commanded shock. This rv lead remains in service. No adverse patient effects were reported.